Manufacturer narrative:
E1 - initial reporter phone has an extension (B)(6). The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event involved a transpac® trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount). The customer reported a broken tubing inline where it detached from port during bedside use. There was patient involvement, no adverse event and there was delay in therapy.